Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter displayed an error 1 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2017. The patient manages her diabetes by self-adjusting her insulin doses. The patient reported that two hours after the alleged issue occurred she developed a symptom of ¿shaky¿ and decreased her insulin dose in response. During troubleshooting the cca noted that it was not the first time the meter had been used. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.